Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
An ophthalmic surgeon reported observing a fiber in a patient's eye during the one day postoperative visit. There is no known harm to the patient. No sample retained. This is two of two.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional details was provided by the surgical coordinator who reported that the ophthalmic surgeon brought the patient back to the operating room seven days after the initial surgery and removed the retained fiber from the left eye. No other information is expected. This is two of two.